Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were sticking and intermittently unresponsive. The patient stated the ok button on pump is sticking, only works intermittently, and issue has been occurring for "a couple of weeks" worsening for past 3 to 4 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/12/2013 with the following findings: the keypad cover was found to be fully intact; no damage or peeling was observed. During testing, the ok keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. None of the buttons were found to be sticking. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and was found to function properly with no signs of fading or discoloration.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.